Event description:
The information provided in the copy of the legal complaint alleges that the patient had undergone lasik surgery after the "flap" came off. The doctor proceeded with the laser ablation and did not abort the surgery. The legal complaint states that according to a licensed medical professional the patients cornea measured 300 microns, the patient will need a corneal transplant in her left eye and that she has significant decrease in best corrected vision at 20/50.

Manufacturer narrative:
In 2009, nidek inc was notified by service that the alleged patient injury had occurred in 2008. This notification came via the injured patient's attorney. Nidek did not receive any prior notification of any patient injury. Once we received the notification of patient injury, we began an investigation process, however, the facility where the alleged patient injury occurred is now closed. Regarding, results and conclusion above - these codes were selected due to the fact that the device was never sent in to the manufacturer for inspection. Based on the information presented, nidek inc is unable to determine the root cause of this injury. If further information is received, we will submit a follow up report.